Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the set screw on the pacemaker could not be tightened. The device was not used and another pacemaker was used instead. Patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.